Manufacturer narrative:
Result of investigation: it was determine that the inspiration valve is causing the issue. Technical failure 401- "inspiration valve / device leaky" error : 3- initial flow too high: mflow insp@0 steps>5 lpm was active during the start up test. Further stepinspvalve: 4800, truncated message as well as alarm 388 "no o2 dosing possible alarm visible on the logs. As a resolution will replace the inspiration block.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). A vyaire representative went onsite and evaluated the ventilator. Checked o2 sensor which was securely in place and bronze filters which are intact and in good condition. Suspect device was then updated to new software, but alarm 401 still persisted after restart. Log files and trending data downloaded. No root cause has been determined at this time, since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the bellavista 1000 alarmed technical failure 401 (inspiration valve or device leaky). Ventilator came from storage, and it happened at startup with no obvious clucking sound. Red led lights flashed continuously. The customer confirmed that there was no patient involvement reported from this event.